Event description:
It was reported that a patient experienced shortness of breath coincident with automated peritoneal dialysis (apd) therapy. The cause of the shortness of breath was unknown. The patient was hospitalized on the same day as onset of the event. Treatment for the shortness of breath was not reported. It was not reported if the patient recovered from the shortness of breath. Apd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. The event history log review revealed no alarm or iipv event that could have caused or contributed to the reported problem. A visual inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A short simulated therapy was performed and completed successfully. There was no non-conforming product identified related to the reported problem. There is currently no clinical evidence to suggest that use of this baxter device caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.